Event description:
In 2006 the lay-user/pt contacted lifescan alleging that his one touch ultra would not power on. The med affairs spec mailed a letter to the pt 4 days later since he could not be reached by telephone on two separate days. The pt called lifescan from a hosp. It is not known why the pt was in the hosp. At an unk time on the morning in 2006 the pt attempted to use the meter but it would not power on. At the time, he had symptoms of a "headache and backache". Another test was performed on the pt approx 6 hrs later using an unidentified meter. The pt did not provide the reading obtained from the meter. A med professional treated the pt with insulin. The meter was replaced.